Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, when performing an artery anastomosis, using a continuous suture, the thread broke and fell into the cavity of the patient. A suture of different thread and caliber were used which caused the event to lead to an extended hospitalization of the patient due to the increase of observation time.